Event description:
In 1986, the cryopreserved aortic valve and conduit in question was implanted into a patient of unknown medical history. Approximately twelve years later (08/1998), the valve was explanted due to structural deterioration, stenosis, and thromboembolism. According to the report, the patient had suffered two transient ischemic episodes and loose platelet fibrin thrombus was found on the ventricular side of the valve's cusp and commissures.